Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 4: 00 pm with blood glucose of 712 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of high blood glucose reading and diabetic ketoacidosis. Customer treated their high blood glucose reading with insulin drip. Customer high blood glucose reading started on (B)(6) 2017. Customer current blood glucose was 168 mg/dl. Customer blood glucose at the time of the incident was 712 mg/dl. Customer symptoms were nausea, vomiting and dizzy. Customer was wearing the insulin pump during hospitalization. Infusion set was last changed (B)(6) 2017. No further detail about the high blood glucose incident. Insulin pump returned and failed analysis reads works normal.